Event description:
A report was received that the patient's skin had eroded through to his ipg at the suture line. The physician excised the wound edges and performed a primary closure. The patient's device was working normally and the physician believed that the skin erosion was caused by a heavy material back brace that the patient wears. Upon follow up with the patient, there was discharge at the ipg site and the revised suture line was opened. The physician will explant the patient's device.

Event description:
A report was received that the patient's skin had eroded through to his ipg at the suture line. The physician excised the wound edges and performed a primary closure. The patient's device was working normally and the physician believed that the skin erosion was caused by a heavy material back brace that the patient wears. Upon follow up with the patient, there was discharge at the ipg site and the revised suture line was opened. The physician will explant the patient's device.

Manufacturer narrative:
Additional information was received that the patient's ipg was reposition deeper in the pocket site and the patient has recovered well from the procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.